Manufacturer narrative:
The field service engineer determined there was a salt bridge from a system reagent spill and there was crystallization on tubing. The salt buildup was cleaned. The tubing and syringes were checked. An ise performance check, quality controls, and precision studies were run. Controls and precision studies were within range. The investigation determined the service actions resolved the issue. Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na+ electrode and the chloride electrode on a cobas integra 400 plus. The initial values were reported outside of the laboratory. Repeat results were believed to be correct. The sample initially resulted in a na value of 124 mmol/l. The sample was repeated on 21-apr-2021, resulting in a na value of 141 mmo/l. The sample initially resulted in a k value of 3.8 mmol/l. The sample was repeated on 21-apr-2021, resulting in a k value of 6.7 mmo/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.